Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# i0a67, mfd. 08/07/2014, expires 2019-08, (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# i0a22, mfd. 05/19/2014, expires 2019-05, (B)(4). 3rd (inferior): ifuse implant, p/n 7050-90, lot# i0914, mfd. 01/15/2014, expires 2019-01, (B)(4).

Event description:
In (B)(6) 2015, the patient had left side si joint arthrodesis three implants were placed. The patient had a recurrence of pain symptoms after an initial period of pain relief. The surgeon determined via CT scans and x-rays that the implants were loose on the sacral side. In (B)(6) 2016, the surgeon performed a revision surgery where he removed all three implants and added bone graft and hardware to the joint. The status of the patient following the revision surgery is not yet known.